Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
Consumer called in and stated that a tampon came apart during removal and pieces remained inside. It is unclear if this occurred with more than one tampon. The phone call was disconnected. As a result were not able to follow up with consumer. No further information is available at this time.